Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged and bent. As treatment, a new pod was applied and a correction bolus was 15 units was delivered. The patient also consumed a large intake of water and rest.

Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined.